Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/15/2015 with the following findings: during investigation, the pump case was opened and there was evidence of moisture found on the support bracket. A leak test was performed and failed indicating a pump case and battery compartment leak. Unrelated to the original complaint, the battery compartment was cracked at the threads above the bumper. Additionally, the pump case was cracked at the case seal near the top right corner of the display lens.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.